Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Catalog number and UDI number are unknown.

Event description:
It was reported that one cassette had a steady beeping alarm. No disposable clamp tubing on both pumps. The issue was unable to be resolved. No patient involvement or injury was reported.